Manufacturer narrative:
Correction: b2 - unchecked, required intervention to prevent permanent impairment/damage (devices.)

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue and confirmed errors 2251 and 2258 in the error log. The fse discovered debris build-up in the x1-axis drive belt which prohibited proper movement. The fse removed the debris from the drive belt, cleaned, lubricated, and inspected all drive mechanisms in the sample loader. Additionally, the fse cleaned all sample racks and rack platforms. The fse cleaned and lubricated the hybrid arm cup sensor and re-seated the flat cable due to intermittent 2151 error. The fse inspected and cleaned the sample nozzle and cleaned and lubricated the sample nozzle z-axis drive screw. The customer completed quality control (qc) and patient samples analysis without any error. The aia-2000 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from (B)(6) 2018 to aware date (B)(6) 2019. There were no other similar complaints identified during the search period. The aia-2000 operator's manual, under a4. Appendix 4: error messages, states the following: [2251] no rack movement by sample loader x1-step feed cause: the rack transfer detection sensor failed to detect rack movement during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. [2258] failed to transport rack in to x2-axis transfer-in position of the sample loader cause: the x1 end-point rack detection sensor detected a rack after the transfer-out (y2) belt was engaged. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event is attributed to the debris in the x1-axis drive belt.

Event description:
A customer reported getting error messages "2251, no rack movement by sample loader x1-step feed" and "2258, failed to transport rack in to x2-axis transfer-in position of the sample loader" while using the aia-2000 analyzer. The customer checked the loader for any obstruction and no obstruction was observed. The customer cleaned the loader rack sensors and was able to complete a full analysis on one rack of samples; however, the errors returned. The customer stopped use of the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of follicle-stimulating hormone (fsh) and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.